Manufacturer narrative:
A ge oec service rep investigated the issue and found the tower park solenoid had intermittent function issues and was replaced. Image quality issues caused by user selecting manual b/c functions and advised to leave system in auto b/c mode. Image quality within specification. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 2800 fluoroscopy system was reported to have dark images and the x-ray tower was sticking. Customer had requested a pm for the issues noted. Issue constitutes a complaint and not routine service.